Manufacturer narrative:
The returned lead extension was analyzed and the complaint was not confirmed. The device passed all required tests performed and exhibits normal device characteristics.

Event description:
A report was received that the dbs patient experienced a loss of stimulation due to high impedances displayed between two lead extensions which had become disconnected after the initial implant date. The patient underwent a revision procedure where one lead extension was replaced. The patient was doing well post-operatively.